Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and regurgitation leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure with hernia repair and linx device implantation occurred without issue in (B)(6) 2011. Uneventful device explant due to mild dysphagia and gerd symptoms on (B)(6) 2016. Linx device found in correct position/geometry. Dor fundoplication performed at the time of explant.

Manufacturer narrative:
Updated device analysis verbiage: "device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. No conclusion relevant to experience determined." Device analysis method codes added.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and regurgitation leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure with hernia repair and linx device implantation occurred without issue in (B)(6) 2011. -uneventful device explant due to mild dysphagia and gerd symptoms on (B)(6) 2016. -linx device found in correct position/geometry. -dor fundoplication performed at the time of explant.